Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 345 mg/dl and a bolus was delivered via syringe to lower the bg to approximately 100 mg/dl. A pump system check was performed and no device issues were found. The customer thought the high bg was most likely due to a bad infusion set site and was to change it out. The customer declined further follow up from tandem technical support.